Manufacturer narrative:
Could not confirm customer¿s complaint that the device froze or stopped during delivery. Device passed self-test with no error alarms. Performed customer¿s protocol of piggyback infusion with line a rate = 200 ml/hr. For a vtbi of 10 ml and line b rate = 200 ml/hr. For a vtbi of 10 ml. For a total volume to be infused of 20 ml. Device delivered 20.03 ml for a volume accuracy of 99.8%. Probable cause for customer¿s complaint of unit not responding / unit locked up or frozen was not found

Manufacturer narrative:
Additional information can be found in b5.

Event description:
Additional information was provided it was reported that a device was stated to have, froze during infusion of alteplase. Alteplace that was supposed to be infusing through one of the sheaths was stopped.

Event description:
The event involved a plum 360 pump where it was reported that when trying to set up line a, line b infusing and when line b starts infusing it will stop both lines within a minute. After trying to test a few things, pump went into cassette testing and even after power cycle, removal and insertion of the cassette still stuck in cassette testing. The issue occur during line b infusion start. Verification testing was done per service manual using both primary (line a) and secondary (line b) line. Line a settings: rate 200ml/hr and volume to be infused was 10ml with expected time of 3 minutes. Line b settings: 200ml/hr and vtbi:10ml with an expected time of 3 minutes. Once start is pressed for line a, infusion starts. When I pressed start for secondary (line b), line a goes to pending which is normal. However, line b runs for about 15 seconds before the entire infusion stops on both line a and line b. Now, the device screen is stuck with "cassette test in progress. There was patient involvement however no report of harm.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.